Manufacturer narrative:
Vyaire complaint #: (B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (vent inop, motor fault, transducer fault). There was no patient involvement associated with the reported event.

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. The combination of transducer faults at power-up/auto- zero with the successful calibration of all transducers indicated that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks.